Manufacturer narrative:
The device was returned and evaluated. No inadvertent movement was experienced during an extensive test ride.

Event description:
Alleges she was getting into her car when she stood up with the help of her cane and the unit took off and pinned her against the car.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges she was getting into her car when she stood up with the help of her cane and the unit took off and pinned her against the car.